Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set experienced no flow while using a cigma spectrum pump. This occurred during infusion. The patient was infusing with an unknown drug. There was no patient injury or medical intervention associated with this event. No additional information is available.